Event description:
No additional information.

Manufacturer narrative:
Pr 8644503 - follow up MDR for device evaluation. One sample was received and tested by our quality team. The set was separated upon receipt and the complaint was verified. The tubing had separated from the top portion of smartsite closest to male luer. The manufacturer was notified and the root cause was found to be an improper following of work instructions relating to assembly of this portion of set by operator. There has been a quality alert initiated and the fixtures have been modified to allow easier assembly in effort to eliminate this failure from future occurrences. A device history record review for model 2420-0007 lot number 23055529 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29may2023. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris pump module smartsite infusion set had separated and was leaking. The following information was provided by the initial reporter with the verbatim: received a concern from clinical staff on this product. In one instance tubing was separated from the y-site without and physical damage. ¿ was there any leakage? The tubing was found with milnirone, an inotrope leaking from the disconnected area. ¿ was there any medical intervention due to this event? No medical intervention was performed as it was caught relatively quickly by the staff. ¿ what procedure was performed? ¿ what medication was used in the procedure? This was a continuous med, at the bedside of a patient in step down level of care. The medication was discarded and new medication and tubing was placed.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.